Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received for evaluation. Visual inspection was performed using the naked eye which observed a red fiber inside the chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a string/fabric was observed inside the drip chamber of solution administration set. This was observed prior to patient use. There was no patient involvement. No additional information is available.